Event description:
Per email (medwatch report mw5106786, report date:13-jan-2022):spontaneous call from patient who reports pump was alarming no disposable pump won't run. Patient troubleshooted with nurse today. Nurse advised patient to get another pump set. She did not have any cassette lot numbers. Did the product issue cause or contribute to patient or clinical injury? No. Additional information received and attached by ICU medical on ((B)(6) 2022): patient details and pump serial number.